Event description:
On (B)(6) 2025, patient reported three (3) leaking cartridges from the same supply box. After switching to a new box, no further leaks occurred. Agent confirmed cartridges are not reused or overfilled. Blood glucose (bg) was not impacted and no symptoms reported by the patient during event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.